Manufacturer narrative:
Corrected information was updated in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.4., d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used pak was visually inspected and no obvious defects were observed. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The sample was tested using the console. The sample could be recognized by the console. The sample could prime and pass intraocular pressure (iop) calibration successfully. No air leak or occlusion was detected from the infusion air line and infusion cannula during priming process. No fluid flowed to the air line of the administration line. No leakage was detected from the cassette, drain bag, connectors, manifolds, pump elastomer or on the pump area of the fluidics module. No system message code displayed on console screen and the service data could be retrieved. The sample functioned within specification. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. No contributing factors could be identified that could cause the customer¿s experience. After an investigation of this complaint, it has determined that no further actions will be pursued at this time for this event as the returned sample functioned per specifications. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that leakage of fluid from the cassette line part before vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).